Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction: d4, h4 this supplemental report is being submitted for updated device information.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: adhesion of tissue or other foreign materials to the distal end had reduced the high-frequency current density. -the treated area possibly contained high moisture content such as mucus or blood. Therefore, the high frequency current density had decreased. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single-use electrosurgical knife was observed with foreign mattter. There was no allegation of patient involvement.